Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, the patient developed visual scotoma/branch retinal occlusion post procedure. No further information available.

Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that ¿treated patient has visual scotoma/branch retinal occlusion post procedure. Procedurally all went well. Post procedurally, the patient developed the above but was sent home. The physician prescribed imitrex.¿ based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. Based on review of all available information an assignable cause of anticipated procedural complication will be assigned to the reported event of ¿patient vessel occlusion¿ and ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, the patient developed visual scotoma/branch retinal occlusion post procedure. No further information available.